Event description:
The customer reports the air module delivered erratic pressures during calibration. There was no patient involvement or incident. There were no alarms activated. The defective air module was disposed of by the hospital.